Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2012 and suture was used. The suture broke during the procedure. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: two used suture segments were returned and microscopically evaluated. The first segment was a 5cm needled segment with a cut end. The second segment was 11cm long and was cut at both ends. The two returned suture segments did not account for the entire 90cm suture product, so a complete examination was not possible. No breakages were observed. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.